Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Poly got chipped on the bottom and now will not fit in the trial stem.

Event description:
Poly got chipped on the bottom and now will not fit in the trial stem.

Manufacturer narrative:
Correction: please refer to h6 device code. The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned device revealed damage to one edge of the notch on the posterior side of the trial which interfaces with and locks into the compactor during trialing. A portion of material at this location is sheared off and missing. Aside from this localized damage, the remainder of the posterior surface and overall trial exhibit minimal wear and remain in near-new condition. Due to the nature of the returned device a functional inspection was not deemed necessary as a functional portion of the instrument is visibly damaged rendering it non-functional. Based on the investigation, the root cause was attributed to user-related factors. The damaged was consistent with mishandling of the instrument, either through misalignment during use or the application of excessive force during trialing. This conclusion is supported by the overall near-new condition of the instrument, aside from localized shearing damage at a critical interaction point on the posterior aspect of the trail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.